Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s24 (android 15) with mmt1885 780g pump (software version 6.7v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation of the analytic logs, we observed that the ble connection was successfully established and the bonding process was initiated. However, the pump did not complete the pairing/bonding handshake within the allowed timeout period. Additionally, we noticed that at one instance, the app was sent to the background while it was still on the pairing progress screen, which may have interrupted the pairing flow. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: ensure the app stays in the foreground during the entire pairing process check if the pump displayed a pairing code that wasn't confirmed verify the pump is in pairing mode and not already paired to another device try the pairing process again without backgrounding the app. The helpline informed the team that they were unable to reach the customer. We have requested the helpline to reopen the ticket if the customer reaches out again, indicating that the issue persists or that the recommended steps did not help resolve it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. And diagnostic logs were uploaded successfully. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application.